Event description:
A malfunction was reported on the pump by the caller. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the reset process. The malfunction code did not recur after the reset, allowing the customer to continue using the pump.